Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016. Device evaluation:the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. No damage was found to the battery compartment threads. The returned battery cap had stripped threads and was difficult to remove. A test cap was used; and was able to secure properly to the pump for investigation and be removed with no difficulty.